Event description:
It was reported that the patient went for a refill on the day of report and for some reason it (the medication) went in his body not in the pump. The patient was at a medical office at the time of report. No interventions, patient symptoms, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was used to infuse an unknown type of drug, however the therapy was indicated as intrathecal baclofen (itb).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l66217, implanted: (B)(6) 2000, product type: catheter. (B)(4).